Event description:
Discordant results were obtained for sodium, potassium and chloride for two patients. Initial results were obtained on an advia 2400 and reported to the doctor. The tests were repeated on another instrument with different, correct results. The corrected results were reported to the physician before the physician noticed the original results. There was not report of adverse health consequences or known patient intervention as a result of the discordant results.

Manufacturer narrative:
Customer noticed ise lines were full of bubbles. Customer primed air out of lines after tightening connections to the buffer bottle, then performed a warm water wash. The ise was calibrated. The instrument is performing within specifications. No further evaluation of the device is required.